Event description:
The customer reported that the scope leaked from the biopsy channel. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found foreign material (fibers or tissue) clogging the channel due to insufficient cleaning. The clog could not be removed due to buckling of the channel. The reported event (leak) was confirmed. The biopsy channel was incised and leaking. In addition, service found the adhesive on the bending section cover was chipped and cracked, angulation was insufficient, the bending section was deformed, the paint was peeled off the air/water nut and suction cylinder nut, and there were scratches on the plug contacts and switch box. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the foreign material exiting the nozzle likely occurred from reprocessing with a non-lint free gauze which caused the lint and/or fibers to enter the air/water channel. The cause of the clogged auxiliary channel likely occurred from one of the following: -precleaning was not performed immediately after the procedure. Therefore, removal of foreign material was difficult. -reprocessing of the auxiliary channel was insufficient. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. To prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. All cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Flush detergent solution and air into the auxiliary water channel (for endoscopes with auxiliary water feeding only)." Olympus will continue to monitor field performance for this device.